Event description:
It was reported that during a transcatheter pulmonary valve implantation using the Harmony transcatheter pulmonary valve via a femoral access route, the procedure initially appeared to be going as planned and looked good on initial release, but on final release the valve appeared to fold back on itself and was described as distorted. Slightly elevated pressures were noted on final release, with uncertainty as to whether this was related to patient anatomy or another reason. The patient was stable at completion of the procedure and the valve was left in place pending further review. The key opinion leader indicated there was a chance of sinus erosion if the valve was left in place and recommended computed tomography to assess where the valve had landed in the anatomy. Management options discussed included leaving the valve in place due to concern the patient might not be a surgical candidate, obtaining a baseline computed tomography with repeat computed tomography in a few months to assess valve position and interaction with anatomy, and obt aining a surgical review to determine feasibility of removing the Harmony valve and implanting a surgical valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of D10:  Product ID HARMONY-DCS (Lot: 0013409555); Product Type: 0195-HEART VALVES; Implant Date NA; Explant Date NA A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.